Event description:
Additional information provided by the surgeon corrected the patient's pre-op bcva measurement. The left eye was 20/25 to 20/30 pre-op not 20/20 as originally reported. The most recent bcva provided indicates the left eye was 20/30-2 in 12/2004.

Event description:
A surgeon reports that following initial custom cornea lasik surgery on the left eye only, the pt's outcome was not as intended. Additional info provided by the surgeon indicates that the pt's bcva following the initial lasik was 20/30. A custom cornea re-treatment was performed (surface ablation) more than four months after the initial lasik. One week post-op (re-treatment) the pt's visual acuity was 20/40).